Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion. A right atrial (ra) lead was present within the patient but was not targeted for extraction. Pre-procedure imaging showed the rv lead was sitting very close to the superior vena cava''s (svc''s) edge, or was possibly extravascular prior to extraction. In addition, the patient''s blood pressure was labile (difficult to control) throughout the procedure and required treatment with medication. A spectranetics lead locking device )lld) was inserted into the rv lead to provide traction. The physician removed the rv lead with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, and proceeded with re-implantation of a new rv lead. However, the new rv lead could not be positioned within the rv, and the patient''s blood pressure began to drop, no longer responding to medication. Rescue efforts began, including rescue balloon, CPR, and sternotomy. The new rv lead was observed to be extravascular in the thoracic space, exiting around the innominate/superior vena cava (svc) junction. An innominate perforation was discovered, and was successfully repaired off pump. Re-implantation of the rv lead was not attempted again. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Other relevant history unk the device was discarded, thus no investigation could be completed. Perforation of vessels is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.